Event description:
Contact reported during a surgical procedure, the surgeon was inserting a polyaxial screw when he decided the need to tap the pedicle. Upon removal of the screw, the tip of the driver broke off in the screwhead. The surgeon successfully removed the screw. There was no adverse consequence to the patient.

Manufacturer narrative:
Examination of the returned polyaxial screwdriver found breakage occurred at the base of the flutes on the distal tip of the instrument. Examination of the remaining flutes under magnification determined that breakage occurred in torsion. The broken tip remains in the hex of the returned polyaxial screw. No discrepancies were found during the lot history review. No other complaints have been reported for this lot number. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiate action on any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Although the cause of tip breakage cannot be positively determined, the damage is indicative of abnormal torsional shear stress placed upon the instrument during removal of the screw.